Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that she was unable to successfully interrogate a vns pt. Last good interrogation was on (B)(6) 2010 and the pt's current settings were 2/30/500/30/0.5. The neurologist tried one handheld unplugged from the wall, changed the 9v battery but there was still no response. Another programming system was used then but the generator was still unresponsive. Additional information was received from a company rep indicating the pt underwent generator replacement surgery. However, after replacement of the generator, it was noted that high lead impedance was received. The company rep was present at the time of surgery and had the surgeon reinsert the pins which did not work and surgeon proceeded to a lead replacement. Good faith attempts to obtain the explanted lead resulted unsuccessful to date as only the generator was returned for analysis. Moreover, good faith attempts to obtain additional information from the treating neurologist have bene unsuccessful to date.